Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. However, the customer troubleshoots the unit and founds that the main pcb needs replacement.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed "circuit disconnect" "low pip" and "low ve". The customer confirmed that there was no patient involvement associated with the reported event.